Manufacturer narrative:
Per tandem user guide: "check the cartridge, tubing, and infusion site for any sign of damage or blockage and correct the condition." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 390 mg/dl. Reportedly, customer simply cleared the alarm and resumed insulin delivery to address the issue and customer continued to use the pump for insulin therapy.